Event description:
The patient began difficulty recharging their implantable neurostimulator. Three to four months later she was seen in clinic. X-rays indicated that the device may have been flipped. It was discovered to not be flipped at a surgical revision. The hcp was able to establish communication with the device intraoperatively. The neurostimulator was overdischarged. A physician mode recharge was completed in recovery, the expected power on reset was cleared, and the patient did regular recharging at home. After some time went by the patient was unable to establish communication again. The patient had gained some weight and needed to lie down to recharge the neurostimulator. The patient was getting good stimulation therapy.

Manufacturer narrative:
(B) (4)